Event description:
Event description guidant received information that review of a stored electrogram for this implantable cardioverter defibrillator (ICD) was requested as it was believed that the ICD was undersensing. Additional information received indicates that the undersensing recurred which resulted in the patient blacking out.